Event description:
It was reported that the patient experienced a loss of efficacy. Interrogation of the implantable neurostimulator (ins) showed that the lead had "many errors." The ins and lead were then replaced. Upon blunt dissection during the lead removal, the physician noted that the lead body had a sharp angulation proximal to the tines. Under fluoroscopy, the lead appeared in the shape of a "7" with a sharp angle just distal to the superior radiopaque marker band. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the lead found that the conductor body was broken at or near the tines. It was stated circuits 0 and 3 conductor wires were broken 5 cm from the distal end. All conductor wires were stretched and cut/segmented. There was a broken butt joint on the outer insulation. Functional tests on the distal end showed acceptable continuity on circuits 1 and 2. Circuits 0 and 3 were open.

Event description:
It was later reported just the lead was replaced on (B)(6) 2011.

Event description:
Additional information received confirmed that the battery replacement was prophylactic. The hcp was doing the surgery for lead replacement and changed the battery even though it was not dangerously low in order to avoid another surgery in the future.

Manufacturer narrative:
Lead model 3889-28 lot# v534733 implanted: (B)(6) 2010 explanted: (B)(6) 2011; programmer model 3037 serial# (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was later reported the patient's device was removed due to a lack of efficacy. It was stated there was no patient death or injury and the patient recovered without sequelae.